Manufacturer narrative:
The product was not returned at the date of this report, the investigation was then not completed. A medwatch follow up will be submitted when the investigation is completed.

Event description:
It has been reported that pins of the oscillating saw attachment were broken during surgery. No patient harm or injury and no surgery delay has been reported.